Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. (B)(4): device not available for evaluation.

Event description:
It was reported that at the start of a procedure at the user facility, it was difficult to seat and release burs from the attachment, which caused a 30 minute delay to the procedure. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the start of a procedure at the user facility, it was difficult to seat and release burs from the attachment, which caused a 30 minute delay to the procedure. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned to manufacturer at this time.